Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: rupture and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture. Additionally, a healthcare professional noted on imaging that a patient experienced ¿a lump on left axilla¿, bilateral ¿axillary adenopathy¿ and ¿siliconomas identified in both axillae". The device was explanted. This record is for the left side.